Event description:
Customer reports back to back testing on the same meter using the advantage system with resutls of 195mg/dl and 91 mg/dl. No controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.